Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent down arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the device might have gotten a little wet since she was on a water slide but had the insulin pump in her shirt. Blood glucose value is unknown; current value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.